Manufacturer narrative:
(B)(4). This complaint for a report of the missing pull ring caps could not be confirmed in the lab due to a lack of sample. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow-up with the nurse regarding a home patient (hp)'s report of a problem with cassettes, it was found that every third or fourth cassette was missing the caps. The nurse stated that she advised the patient to not use the cassette. The nurse was unsure of the quantity that was affected. Per nurse, this issue was noticed prior to the hp using the cassettes. The nurse stated there was no patient injury or adverse event associated with this incident. The nurse did see this patient for a routine visit today and she was doing fine with her therapy. During further follow-up with the hp regarding the reported problem, it was revealed that they don't remember how many cassettes were missing caps. The hp stated that she had not had any problems since and that everything was going fine.